Event description:
The dealer states that the sales rep gave him a note stating that the axle assembly needs to be replaced and it is broken. The dealer has no further information to provide.

Manufacturer narrative:
Follow up to be sent if additional information is received.